Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rubber detached from the needle and stayed in the bottle. There is no report of a leak, nor was any patient harm reported.